Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medical records received. Patient was implanted on (B)(6) 2009. Litigation alleges pain while standing, walking, kneeling, squatting, and stooping. There is no revision reported. A head and liner are being reported at this time.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 09, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges pain while standing and walking, kneeling, squatting, stooping. After review of the medical records for MDR reportability, it was reported that there was a tissue with metallosis present, painful rom, synovial fibrosis. It was noted that the head of the single screw was stripped. This complaint was updated on: may 15, 2017.

Manufacturer narrative:
(B)(4). Medical records received. Patient was implanted on (B)(6) 2009. Litigation alleges pain while standing, walking, kneeling, squatting, and stooping. There is no revision reported. A head and liner are being reported at this time. Doi: (B)(6) 2009 dor: none reported (right hip). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.